Event description:
The explanted generator was returned to the manufacturer on (B)(4), 2013. The generator was returned for the allegation of prophylactic replacement. When received, the ram and flash data were downloaded from the generator. The data in the diagaccumconsumed memory locations revealed that 50.735% of the battery had been consumed. Visual examination, performed at the pa test bench, showed tool marks on the pulse generator case most likely associated with manipulation of the device during the explant procedure. Residue was observed on the pulse generator feed-thru assembly and is known to be related to the manufacturing process of the component. The septum was not cored. No other surface abnormalities were noted on this device. An interrogation and system diagnostics test were performed, with a one inch spacer between the generator and the programming wand. The following results were noted (load resistor /reported diagnostic results, all values in ohms and battery status): 4000/3970, with ifi no. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In the pa lab, the device output signal was monitored for more than 24-hrs, showing no signs of variation in the pulse generator¿s output signal and demonstrating that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery, 2.966 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 50.735% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful.

Event description:
It was reported that the patient was in the emergency room due to more seizures. It is unknown whether or not the seizures are above the patient's pre-vns baseline frequency. The patient was started and vimpat and was reported to be discharged later that day. Attempts to obtain additional information have been unsuccessful to date.